Manufacturer narrative:
The reagent lot number was 867731. The expiration date was not provided. The probe was cleaned, air purges were performed, and a probe wash was performed. The investigation is ongoing.

Event description:
There was an allegation of questionable lactate gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.251 mmol/l. The repeated result was 2.35 mmol/l. The sample was performed on another module, and the result was 2.41 mmol/l. This result was believed to be correct. The sample was repeated because the technician noticed a dirty probe.

Manufacturer narrative:
The alarm trace showed "abnormal aspiration" alarms. Calibration and qc were acceptable. The sample pipette was partially clogged. The field service representative performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.